Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 500 mg/dl. The customer changed the infusion set/cartridge and resumed insulin delivery. Reportedly, the customer noticed a small gap of air at the end of the tubing; however, the customer declined to prime it out.